Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 102 lbs. Concurrent conditions included body mass index normal and pelvic pain. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and trazodone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdomen pain") and chest pain ("chest pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, d and c,). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, dysmenorrhoea, weight decreased, vaginal discharge, back pain, abdominal pain and chest pain outcome was unknown. The reporter considered abdominal pain, back pain, chest pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Concurrent conditions included body mass index normal and pelvic pain. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) and trazodone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdomen pain") and chest pain ("chest pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, d and c,). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, dysmenorrhoea, weight decreased, vaginal discharge, back pain, abdominal pain and chest pain outcome was unknown. The reporter considered abdominal pain, back pain, chest pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-nov-2021: medical record received : reporter information, medical history, removal date, intervention surgery name were added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.